Manufacturer narrative:
Claim# (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patients eye. The patient experienced refractive error. The lens remain implanted.